Event description:
Boston scientific received information that the lead safety switch had been triggered for this system due to right ventricular pacing impedance measurements greater than 2000 ohms. A review of the system data noted stored ventricular tachycardia episodes with pacing inhibition greater than two seconds for this pacemaker dependent patient. The patient was asymptomatic and had an escape rhythm of 30 bpm. Lead testing in unipolar configuration produced noise. The device was then programmed to bipolar configuration and there was no noise observed, pacing impedance was 1166 ohms and sensing measurements were normal. No adverse patient effects were reported. The physician will perform a chest x-ray and watch this patient via remote monitoring system. The system remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.